Event description:
Pt was revised because of knee pain and stiffness.

Manufacturer narrative:
Examination was not possible as no prod was returned. A search of the complaint database did not find any add'l reports of this nature for the prod code/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of prod contribution to the reported problem. The initial report states that it is not suspected that the prod failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.